Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter stated that the pump emitted multiple loss of prime warnings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings:a review of the pump black box data revealed one loss of prime warning cs 162 alarm with low non zero force. The original complaint was unable to be duplicated. The pump was exercised for 24 hours with no loss of prime warnings. A force sensor calibration test passed. Unrelated to the original complaint, there was moisture observed in the battery compartment. A leak test was performed and failed indicating a battery compartment leak. The battery compartment was observed to be cracked. The pump was opened and there was no moisture found. Additionally, the audio bolus button cover was torn but operable. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.